Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified, weight to the spec, crease flat, white particles on the shell, deformation, and device appearance (observed split in patch area (ss), it is out of specification which is characterized as a workmanship, however this workmanship is not related to the complaint). After autoclave cycle, cloudy color in the gel was observed. Based on the device analysis the final assessment is: split in patch area, assessed as a workmanship." Further investigation: "the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with abbvie procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area (ss), it is out of specification which is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch area is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of may 2020 through apr 2022, an outlier was noted in jun 2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate."

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional confirmed baker grade iii. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed baker grade iii. The device was explanted.